Manufacturer narrative:
On inspection of the fusebox processor, it was discovered that the connection between the camera board and base board in the processor unit was not secure. This loose connector could lead to image noise and image loss.

Event description:
It was reported that during a procedure there was noise on the image as well as image loss. There was no patient injury or other adverse health consequence.